Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. Subsequently, this device was explanted and replaced with the same model. No additional adverse patient effects were reported.